Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced a high blood glucose level of 546 mg/dl. Insulin did not come out of the quick release when he tried to deliver about 13 units of insulin based on their blood glucose level. The displacement test passed. The device was not returned.